Event description:
The customer reported that the sys would not make an exposure. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control board was reseated during the service call. The system was tested and found to be working as intended and put back into service.